Manufacturer narrative:
(B)(4). Date sent: 1/30/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a robotic whipple was performed with an echelon 3000. He fired a green load to transect the stomach. When he returned at to that area to perform his anastomosis many of the staple legs were straight, like spikes sticking out. He pulled out the staples and had to oversew the area. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2025. D4: batch #c9dj7y. Corrected data = 4d. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. Additionally, photos were provided and they showed tissue and surgical instruments. In addition, what appears to be a malformed staple was observed in the tissue. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.. A manufacturing record evaluation was performed for the finished device batch number c9dj7y, and no non-conformances related to the reported complaint condition were identified.